Event description:
It was reported to philips that the ac module (030018 e0833c) for the device was emitting a loud noise and would subsequently fail to charge the installed battery. There was no patient involvement.